Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe and excruciating pelvic pain and heavy abnormal bleeding (seen as genital bleeding), a removal of one of essure coil was performed around 5 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("debilitating abdominal pain"), abdominal pain lower ("cramping"), bladder disorder ("bladder problems") and cyst ("cysts"). The patient was treated with surgery (removal of one essure coil in (B)(6) 2013. Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, bladder disorder and cyst outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, bladder disorder and cyst to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe and excruciating pelvic pain and heavy abnormal bleeding (seen as genital bleeding), a removal of one of essure coil was performed around 5 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain, pain"), device dislocation ("migration of essure device"), device breakage ("device breakage"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") and ovarian cyst ("left ovarian cyst") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastectomy bilateral. Concurrent conditions included dysphoria. Concomitant products included contraceptives nos from 1996 to 2008 and oral contraceptive nos from 1996 to 2007 for birth control. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder problems"), cyst ("cysts"), abdominal pain ("debilitating abdominal pain"), abdominal pain lower ("cramping, abdominal pain lower") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, surgery ((B)(6) 2013; unilateral salpingooopherectomy left fallopian tube and left ovary.), surgery (sleft salpingo-oophorectomy done on (B)(6) 2013) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, bladder disorder, cyst, female sexual dysfunction, abdominal pain and dysmenorrhoea outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2013, the patinet had unilateral salpingooopherectomy and remove left fallopian tube and left ovary. The essure then had to be teased out of the fallopian tube. One last pieced was teased out, and it was sent with the rest of the essure coil. Hemostasis was assured. A 12-mm versi-port was then inserted through this incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion . On (B)(6) 2012 : transvaginal scan performed : impression: -left ovarian simple cyst -no free fluid is seen in the posterior cul-de-sac. On (B)(6) 2012 : abnormal pap diagnosis: dysplasia of cervix unspecified. On (B)(6) 2013 : CT scan of abdomen and pelvis with IV contrast: impression: a 3.1 x 2.4 cm cystic lesion in the right adnexa. This is probably ovarian in origin and sonographic correlation would be helpful. A small amount of free fluid in the pelvis. Normal appendix. No free air or adenopathy is demonstrated. Intact osseous structures. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; ovarian cyst. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received an event " device breakage" added. Lot number added. Lab data added. Concomitant condition added. On 24-jul-2018: patient information and historical condition are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and excruciating pelvic pain, pain'), uterine perforation ('migration of essure device/ migration of essure device: uterus; perforation: uterus'), device breakage ('device breakage'), genital haemorrhage ('heavy abnormal bleeding, abnormal bleeding (general)') and ovarian cyst ('left ovarian cyst') in a 25-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastectomy bilateral, arthritis, osteoporosis, tonsillectomy and nerve damage. Concurrent conditions included dysphoria and uterine pain. Concomitant products included contraceptives from 1996 to 2008 and oral contraceptive nos from 1996 to 2007 for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder problems"), cyst ("cysts"), abdominal pain ("debilitating abdominal pain"), abdominal pain lower ("cramping, abdominal pain lower") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen and surgery ((B)(6) 2013; unilateral salpingooopherectomy left falllopian tube and left ovary., (B)(6) 2013; unilateral salpingooopherectomy left fallopian tube and left ovary., left salpingo-oophorectomy done on (B)(6) 2013 and left oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain had resolved and the uterine perforation, device breakage, genital haemorrhage, ovarian cyst, bladder disorder, cyst, female sexual dysfunction, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, device breakage, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, ovarian cyst, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2013, the patinet had unilateral salpingooopherectomy and remove left fallopian tube and left ovary. The essure then had to be teased out of the fallopian tube. One last pieced was teased out, and it was sent with the rest of the essure coil. Hemostasis was assured. A 12-mm versi-port was then inserted through this incision. Left osteo-2 coils right osteo-3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2012 : transvaginal scan performed : impression: -left ovarian simple cyst -no free fluid is seen in the posterior cul-de-sac. On (B)(6) 2012 : abnormal pap diagnosis: dysplasia of cervix unspecified. On (B)(6) 2013 : CT scan of abdomen and pelvis with IV contrast: impression: a 3.1 x 2.4 cm cystic lesion in the right adnexa. This is probably ovarian in origin and sonographic correlation would be helpful. A small amount of free fluid in the pelvis. Normal appendix. No free air or adenopathy is demonstrated. Intact osseous structures. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs & mr received. New reporter's was added. Updated event device dislocation to uterine perforation. Updated outcome of event pelvic pain from unknown to recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain, pain"), device dislocation ("migration of essure device"), device breakage ("device breakage"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") and ovarian cyst ("left ovarian cyst") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastectomy bilateral. Concurrent conditions included dysphoria. Concomitant products included contraceptives nos from 1996 to 2008 and oral contraceptive nos from 1996 to 2007 for birth control. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder problems"), cyst ("cysts"), abdominal pain ("debilitating abdominal pain"), abdominal pain lower ("cramping, abdominal pain lower") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, surgery (B)(6) 2013; unilateral salpingooopherectomy left fallopian tube and left ovary.) And surgery (left oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, ovarian cyst, bladder disorder, cyst, female sexual dysfunction, abdominal pain and dysmenorrhoea outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2013, the patinet had unilateral salpingooopherectomy and remove left fallopian tube and left ovary. The essure then had to be teased out of the fallopian tube. One last pieced was teased out, and it was sent with the rest of the essure coil. Hemostasis was assured. A 12-mm versi-port was then inserted through this incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion. On (B)(6) 2012 : transvaginal scan performed : impression: -left ovarian simple cyst no free fluid is seen in the posterior cul-de-sac. On (B)(6) 2012 : abnormal pap. Diagnosis: dysplasia of cervix unspecified. On (B)(6) 2013 : CT scan of abdomen and pelvis with IV contrast: impression: a 3.1 x 2.4 cm cystic lesion in the right adnexa. This is probably ovarian in origin and sonographic correlation would be helpful. A small amount of free fluid in the pelvis. Normal appendix. No free air or adenopathy is demonstrated. Intact osseous structures. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain, pain"), ovarian cyst ("left ovarian cyst"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos from 1996 to 2007 and contraceptives nos from 1996 to 2008 for birth control. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), cyst ("cysts"), abdominal pain ("debilitating abdominal pain"), abdominal pain lower ("cramping, abdominal pain lower") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, surgery (left salpingo-oophorectomy done on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, bladder disorder, cyst, female sexual dysfunction, abdominal pain and dysmenorrhoea outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cyst, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2013, the patient had unilateral salpingooophorectomy and remove left fallopian tube and left ovary. The essure then had to be teased out of the fallopian tube. One last pieced was teased out, and it was sent with the rest of the essure coil. Hemostasis was assured. A 12-mm versi-port was then inserted through this incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. On (B)(6) 2012 : transvaginal scan performed: impression: left ovarian simple cyst. No free fluid is seen in the posterior cul-de-sac. On (B)(6) 2012: abnormal pap. Diagnosis: dysplasia of cervix unspecified. On (B)(6) 2013: CT scan of abdomen and pelvis with IV contrast: impression: a 3.1 x 2.4 cm cystic lesion in the right adnexa. This is probably ovarian in origin and sonographic correlation would be helpful. A small amount of free fluid in the pelvis. Normal appendix. No free air or adenopathy is demonstrated. Intact osseous structures. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: follow up 2, 3 and 4 processed together : plaintiff fact sheet received : reporter and patient information updated. The event abnormal bleeding (general), migration of essure device, dysmenorrhea (cramping), pain vaginal area, apareunia (inability to have sexual intercourse) and pain added as event. Concomitant drug added. On 27-feb-2018: follow up 2, 3 and 4 processed together : medical records received : reporter and patient information updated. Lab and removal details added. On 27-feb-2018: follow up 2, 3 and 4 processed together : no new clinical information received. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.